Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited fracture, oversensing and no pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.